Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc serial# unknown product type recharger product ID 37642 serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from hcp indicating that dbs device/therapy was not causal or contributory to patient reported sympt oms. They additionally clarify that the device history was investigated in the ER and there was no record of the device being off as previously reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was initially reported by a patient representative that the patient's programmer was not working and that the implantable neurostimulator (ins) had turned off a couple of days ago for an unknown reason. The representative mentioned being informed that the patient was found curled up in bed. Agent explained that therapy will automatically shut off if the battery is depleted, or it must be manually turned off. The caller did not have the programmer available and planned to call back for further troubleshooting. The representative also mentioned a prior programming issue that resulted in the patient receiving a new charger and noted that the patient has had parkinson's disease for 27 years, emphasizing that the device is essential for the patient's speech, mobility, and ability to breathe. The caller noted that when the implant is off, the patient's speech and mobility decline rapidly. Additional information was received that the wireless recharger finds the implant and then turns off. The caller did not have the handset at the time of the call. Agent walked the caller through using the programmer and it was showing that the battery is 100% and the therapy is on. The agent inquired again what the issue is because the patient is showing fully charged and therapy is on. The caller noted that the patient is having medical symptoms. The patient is not responding, their speech is gone, and they are hardly awake at all. Agent redirected patient representative to healthcare provider (hcp) regarding medical symptoms.